Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had their implantable neurostimulator (ins) moved due to soreness on their waist line. The pocket revision occurred on (B)(6) 2015. The patient was indicated for spinal pain.